Event description:
Approximately 2 weeks following procedure, the patient noticed erythema with a slight blister appearance and was prescribed oral sulfa antibiotic 14-day course and topical silvadene. Patients symptoms are resolving.